Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 32 months and 207 charging cycles were documented. The memory content of the ICD was inspected. The inspection revealed that the eos status was activated on (B)(6), 2020, most likely resulting from an automatic capacitor reformation in a cold temperature environment. Besides that, the inspection showed no anomalies. There was no indication of a device malfunction while the ICD was implanted and in service. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The eos status was triggered four months after the explantation of the device, most likely due to influences of a cold temperature environment. The analysis revealed no indication of a device malfunction.

Event description:
This device was explanted and replaced due to eri status. Should additional information become available, this file will be updated.